Event description:
As reported, hemostasis was attempted with a 7f exoseal vascular closure device (vcd), but after backflow stopped, the visual indicator color did not change and the device was removed. The procedure switched to manual compression for approximately 20 minutes and completed without issue. There were no reported injuries to the patient. This was during a percutaneous coronary intervention (pci) procedure performed via an ipsilateral retrograde puncture. The device was stored and prepared in accordance with the instructions for use (IFU), and the patient¿s bmi was not greater than 40. The physician had achieved certification for use of the exoseal vascular closure device, and there were no visible signs of device or package damage prior to use. One exoseal device was used during the procedure with a non-cordis catheter sheath introducer. Femoral artery suitability was verified by angiography, including confirmation of the appropriate insertion angle, and the vessel diameter was verified to be greater than or equal to 5 mm; there was no visible calcium or plaque at the puncture site, no nearby stent, no stenosis greater than 50% at or near the puncture site, no prior closure or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer to the exoseal device, and the indicator wire cowling locked against the handle assembly with an audible click. The physician did not have their thumb on the plug deployment button during retraction, no red color was observed in the indicator window during retraction, and upon device removal, the indicator wire loop was deployed with no anomalies noted. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, hemostasis was attempted with a 7f exoseal vascular closure device (vcd), but after backflow stopped, the visual indicator color did not change and the device was removed. The procedure switched to manual compression for approximately 20 minutes and completed without issue. There were no reported injuries to the patient. This was during a percutaneous coronary intervention (pci) procedure performed via an ipsilateral retrograde puncture. The device was stored and prepared in accordance with the instructions for use (IFU), and the patient¿s bmi was not greater than 40. The physician had achieved certification for use of the exoseal vascular closure device, and there were no visible signs of device or package damage prior to use. One exoseal device was used during the procedure with a non-cordis catheter sheath introducer. Femoral artery suitability was verified by angiography, including confirmation of the appropriate insertion angle, and the vessel diameter was verified to be greater than or equal to 5 mm; there was no visible calcium or plaque at the puncture site, no nearby stent, no stenosis greater than 50% at or near the puncture site, no prior closure or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer to the exoseal device, and the indicator wire cowling locked against the handle assembly with an audible click. The physician did not have their thumb on the plug deployment button during retraction, no red color was observed in the indicator window during retraction, and upon device removal, the indicator wire loop was deployed with no anomalies noted. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18480992 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.